Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change and tubing fill, the user advanced insulin to high volumes without observing drops, then observed leakage after replacing the cartridge and identified that the tubing had not been secured straight on the connector; after correcting the connection, drops were observed and the fill completed. Symptoms included no clinical symptoms. Outcomes included no impact to blood glucose, no medical intervention, and no hospitalization. Investigation included customer education, step-by-step troubleshooting, and verification of proper assembly and fill technique. Investigation of this case revealed user setup error resulting in a loose or misaligned tubing-to-connector interface that led to leakage and absence of drops during priming, resolved by reseating the connection. It was concluded, based on previously established findings for similar reports, that the cause was user technique.